Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with lumbar stenosis, with disc at l4-l5 and instability l4-l5 and l5-s1 and underwent the following procedures: decompressive lumbar laminectomy bilateral foraminotomy l4, l5, s1. Pedicle screw instrumentation l4-l5 and s1. Placement of tlif peek cage with bmp on the right at l5-s1. Using of laminectomy bone and bone graft to put in lateral gutters. Far transverse process fusion with bone graft and bmp at l4-l5 and s1. As per op-notes, " a wide laminectomy was done at l5/l4. Surgeons then identified the pedicles at l4, l5 and s1. Surgeons then put screws into l4, l5 and s1. Surgeon then took out the disc from the right l5/s 1. There was quite a bit of instability. Surgeon then put a peek cage with bmp in there. There was good placement of construct. Surgeons compressed that there and had an excellent construct. All bleeding points were coagulated. Surgeons then used the laminectomy bone and bone graft as well as bmp and put into lateral gutters." The patient underwent CT of lumbar spine without contrast due to l4-l5 decompressive lumbar. Impression: recent surgery i.e. Laminectomies and interval fixation, l4, l5, s1. The patient also underwent x-ray of lumbar spine. Impression: surgical changes with l4-l5 laminectomy and posterior fixation. Intervertebral prosthesis at l5-s1. The patient underwent x-ray of lumbar spine 1 view specific level. Impression: intraoperative spot film. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.